Event description:
The scissors blade allegedly broke intraoperatively. Surgical staff did not notice a chip missing from the blade of the scissors until the surgeon passed the scissors back after use. The user facility reported no injury to the patient. A post operative x-ray found no foreign body inside the patient. No other information is available at this time.